Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was an obstruction in the cap piercer drain line #118. The fse removed and flushed the obstruction to resolve the issue, no further leaking was observed. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the cap piercer on the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer was wearing a lab coat, gloves and safety glasses. No reports of injury or customer exposure. No reports of erroneous patient results generated.